Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm and aneurysms within the common iliac and internal iliac arteries on both sides. Several gore&#59397;excluder&#59393;aaa and gore viabahn endoprostheses were implanted along complex chimney techniques in both common iliac arteries. At the end of the procedure, a gore viabahn (pah091002/14986877) endoprosthesis was advanced and implanted within the right internal iliac artery. Following a gore&#59397;excluder&#59397;endoprosthesis (pxc121200) was implanted in the right common iliac artery to complete the chimney on the right side. Afterwards the aneurysm within the common iliac was still fed due to unknown reasons. It was decided to extend the chimney proximal with an additional gore viabahn (pah090502/15028296) and an additional gore excluder (pxl161207). At the end of the procedure all aneurysms were excluded, but no blood flow to the right internal artery was visible. The patient tolerated the procedure.

Manufacturer narrative:
Refer to field for the results of the imaging evaluation.